Manufacturer narrative:
No abnormalities were observed upon review of calibration data. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch field d4 has been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit. The sample was tested twice on the c 503 analyzer, resulting in hba1c values of 6.2 % and 6.4 %. The sample was repeated using a competitor system (dm-jack manufactured by minaris-medical), resulting in an hba1c value of 5.2 %.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6) the investigation is ongoing.